Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered on the right ventricular (rv) lead due to high sic (sensing integrity counter) and decrease in impedance. It was noted that the impedance went below the alert threshold and that sic counts started increasing over a month ago. A rv lead fracture is suspected. The rv lead was programmed off and the patient was fitted for a life vest as the patient has been scheduled for a laser extraction and new system implant. No patient complications have been reported as a result of this event.